Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event involved a pt approx 65 hours after intra-aortic balloon pump (iabp) therapy was initiated. Indication for use: cardiac support post cardiac event. The following are the events of (B)(6) 2013 leading up to the intra-aortic balloon insertion: 13:33 - 6fr sheath right femoral artery, 6fr sheath right femoral vein, temporary pacing wire inserted. At 13:33 - 14:13 thrombectomy and stent, percutaneous coronary intervention (pci). At 14:13 - sheath was inserted into the left femoral artery and an iab-06830-u through the sheath. Pump ratio was 1:1. It was a straightforward insertion (confirmed by the inserting physician). The pt was transferred from the cath lab table to the intensive care unit (ICU) bed for transfer to the ICU. At 15:03 - pt was admitted to ICU. On (B)(6) 2013 no comments were found in the nursing notes regarding iabp alarms and none were reported to the healthcare rep (hr) on investigation. On (B)(6) 2013 the following was documented: 07:00 - pt handover from night shift. At 07:15 - attending rn checked pt and iabp and reported to be "all ok." On 08:15 - rn responded to an alarm on the iabp. The rn reported it was a "condensation alarm." The alarm was silenced by "pressing the alarm silence button" and the iabp continued to pump. The rn observed that there were blood spots in the helium driveline. The rn reported it to the access nurse and shift manager. The shift mgr advised the doctor (who was doing rounds in the unit at the time), but the doctor did not attend immediately. At approx 08:20 another doctor (consultant) was advised, attended the pt and recommended the catheter be removed (pumping continued). At approx 08:40 a third attending doctor attempted to remove the iab. At 08:41 - 'large helium leak' alarm printed (strip attached). The iabp turned off; pumping stopped. The third attending doctor advised that she did not disconnect the helium line until they had turned the pump off. She attempted to remove the iab, but was unable to do so. Another rn attempted negative prep on the iab using a luer lock syringe on the gas lumen, but could not get a good seal. The inability to get a seal was due to the attempt to connect a luer syringe directly to the helium hub and without the blue one-way valve in place. A fourth attending doctor also attempted to remove the iab, but was also unable to do so. At approx 09:00 the pt was transferred to theatre for surgical removal of the iab by the surgeon via 3 cm cut down. There was not another iab inserted. On (B)(6) 2013 at 10:36 the hospital biomedical engineer called the hr to advise that there had been an incident with an iabp in iccu where blood was observed that the pump had been taken out of service and the hr arranged to meet with iccu nursing staff to determine the details of the incident. The hr spoke to overnight staff and confirmed 'no iabp alarms'; normal repositioning of the pt to facilitate pressure care overnight. The nursing staff advised that the pt was hypertensive (systolic 160) and given captopril to reduce blood pressure. There was an indefinite delay or interruption in therapy noted with no harm to the pt. There was no report of pt death. The pt outcome is the pt survived and was taken to the theatre for surgical removal of the iab. It was noted that the intra-aortic balloon pump used was an autocat2 wave, serial number (B)(4).